Event description:
On (B)(6) 2011, at (B)(6), a perfusionist observed a blood leakage through the gas outlet of quadrox-I (lot number 70071089). The leak was identified at the start of the procedure when the blood circulated inside the oxygenator. The leak increased during the procedure and the oxygenator was replaced. No other issues after the unit was replaced. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The sample was returned for complaint evaluation. The complaint sample was cleaned and disinfected. A leak test was performed on the sample and the complaint event (leaking at the gas outlet) was confirmed. The complaint sample was opened. Once opened, a single fiber leaking in the corner was identified. The production records were reviewed and it was determined that no deviations occurred during the production of this lot. A possible reason for the fiber leaking is the fiber was pre-damaged during mat stacking and the damage was not detected. (B)(4).